Manufacturer narrative:
The field service engineer checked the analyzer. The sample probe was in contact with gel in a sample. The sample probe was replaced. Rinse tubing and reagent probes were replaced. The gear pump head was replaced since it was worn out. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the lithium assay on a cobas 6000 c501 module. The lithium heparin tube of the sample initially resulted in a lithium value of 1.84 mmol/l. The original tube of the sample was then repeated twice, resulting in values of 0.28 mmol/l and 0.18 mmol/l.